Manufacturer narrative:
Instrument troubleshooting was performed at the customer site. Water bottle and reservoir were cleaned, system was primed and daily maintenance was performed. Calibration and qc were run with new reagent. Samples were rerun after re-centrifugation at 3000 rfc for 10 minutes. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2021-00108 was filed for results from test date (B)(6) 2021 on (B)(4). MDR 1219913-2021-00109 was filed for results from test date (B)(6) 2021 on (B)(4).

Event description:
A customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for samples from thirty-one patients across 2 advia centaur xp systems and 2 days. The reactive (positive) results were considered discordant compared to the nonreactive (negative) results obtained when testing more than one replicate of the sample for each patient. The cov2t testing was performed for staff screening. Staff members self-quarantined for an undisclosed period of time. There are no known reports of patient treatment or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00107 initial report on 02/18/2021. Additional information - 03/09/2021: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. MDR 1219913-2021-00108 supplemental 1 was filed for results from test date (B)(6) 2021 on (B)(4). MDR 1219913-2021-00109 supplemental 1 was filed for results from test date (B)(6) 2021 on (B)(4).